Event description:
It was reported that, "revised, patient had very limited motion and very tight. Surgeon did significant removal of scar tissue and gave her an 8mm insert instead of the 12 mm insert to provide better motion."

Manufacturer narrative:
Additional information has been requested, and if available, it will be submitted in the supplemental report.